Manufacturer narrative:
The pump passed all functional testing including the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement test, active current measurement test, and the dat test at .0876 inches. All buttons function properly. No unexpected insulin flow block alarms noted during testing. No unexpected failed batt test alarm noted during testing. Unit was successfully downloaded using thus software. [On adapt, no relevant alarms were noted] however on adapt, confirmed (07) alarm on 12/16/2024 15:25:53.000 hour for alarms that may have occurred in the past and line number 478 file number 121 12/16/2024 15:26:05.000 or during a complaint call that might have triggered the reason complaint. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor or force sensor. The test p-cap cap and reservoir locked properly into reservoir compartment during testing. The pump was received with: scratched case and pillowing keypad overlay. In summary, customer allegation for pump buttons are not as responsive, rejected new battery and gives insulin flow blocked not confirmed during full functional testing. However, moisture found on the electronic assembly, motor or force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test, insulin flow blocked alarm, keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-397a. Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue to use the device. No product return is required for mmt-332a. No product return is required for mmt-1884. No product return is required for mmt-397a.